Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test." On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), abdominal pain ("abdominal pain"), back pain ("pain back."), menorrhagia ("menorrhagia"), vaginal infection ("vag. Infect"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge."), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain."). The patient was treated with surgery (hyst. (Full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal infection, urinary tract infection, vaginal discharge, fatigue, alopecia, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new events. Following events were added: pain: dysmennorhea, pelvic/abdominal, back, menorrhagia, vag. Infect., uti, vag. Discharge, fatigue, hair loss, migraine, headaches, weight gain, plantiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.